Event description:
It was reported the tip of the depth gauge was found broken off. The broken instrument discovered by the spd manager at the user facility. It is not known how or when tip became broken. The depth gauge will not measure properly with broken tip. No further information was provided at this time. This is 1 of 1 report for complaint #(B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. The device history record was reviewed and repair was found on p/n 319.007 lot #4511980 on a work order. One depth gauge for 2.0mm and 2.4mm screws, long was returned for missing parts. The returned depth gauge was repaired and returned to service on 08/19/2004. This repair is not relevant because the issue was missing parts. An mrr was found on p/n 319.007.01 lot #4474202 for scratches on one out of seventy-five supplier parts. The one part was scrapped. This nonconformance is not relevant because the issue is cosmetic. Another mrr was found on raw material p/n 16015 lot #4150747 for incorrect elongation listed on the supplier certificate of conformance. The supplier provided the corrected certificate and the material was accepted. This nonconformance is not relevant because it is a documentation issue on raw material. An additional mrr was found on p/n 319.007.04 lot #4448054 for d4 oversize on fourteen out of forty-eight supplier parts. The product development engineer accepted the parts use as is because the tolerance stack up shows dimension to be adequate. The relevance of this nonconformance is not able to be determined. Furthermore, mrr was found on p/n 319.006.07 lot #4446343 for nicks on one out of one hundred and thirty-six supplier parts. The one part was scrapped. This nonconformance is not relevant because the issue is cosmetic. Placeholder.